Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the perfusion system was running on battery while plugged into a/c outlet. The fsr found this issue while troubleshooting the original on MDR #1828100-2014-00492. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00492 and 1828100-2014-00544. Per the field service representative (fsr), the customer is using an extension cord (not manufacturer equipment) which is attached securely to an OEM power cord with cable ties and shrink tape. The fsr found the extension cord has intermittent connection at the a/c plug. The fsr repaired the a/c extension cord and tested the system-1 operation on a/c power. The damaged portion of the extension cord was returned to the manufacturer for further evaluation. The laboratory evaluation confirmed the reported issue. There was an intermittent connection in the black (hot) wire of the extension cord. The extension cord is not manufacturer equipment. If the wire was open and no a/c was getting to the system-1 base, no battery charging would occur.